Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix bent. All electrical testing was within specified parameters. Concomitant product: a2dr01 ipg, (B)(6) 2013. (B)(4).

Event description:
It was reported that within a few weeks after mitral valve replacement (mvr), the patient's right atrial (ra) lead was undersensing pwaves and the impedance was down to 300 ohms from 600 ohms at implant. The physician attempted to reposition the lead in several different positions within the atrium but there continued to be low sensing. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.